Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient was implanted with an evoke spinal cord stimulation (scs) system and had adequate pain coverage. Fourteen months later, the patient underwent an unrelated lumbar spinal fusion surgery with hardware implanted. Following the procedure the patient reported inadequate pain relief. During re-programming, the patient reported pain and disconnected electrodes were identified. The lead was damaged by the hardware placed during the previous surgery. The system was revised which resolved the issue.

Manufacturer narrative:
Correction: section a1 - patient identifier. Section h6. Medical device problem code. Patient- removed "device incompatibility: biocompatibility (B)(6)". Additional information: section d4 - expiration date, unique identifier (UDI) # section g - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The closed loop stimulator (cls) was returned for analysis. There was no physical damage visible on the cls. The cls failed functional testing due to several impedance issues noted during electrical output testing. Impedance logs were reviewed for several dates, including the date of the revision procedure. Log review noted comparable impedances with a drop in impedances that onset partway through the date of the revision procedure. The cls electrical testing results and impedance log review are potentially consistent with damage caused by electrocautery usage, when this was confirmed in other instances. The rep was unable to confirm electrocautery usage. The root cause of the cls analysis results cannot be definitively determined. The leads were not returned for analysis. Impedance logs were reviewed and compared from before and after the date that the lumbar surgery was completed. Multiple short electrodes were confirmed after the date of the lumbar surgery. Per the initial event report, the leads were damaged from hardware used during the lumbar surgery. The reported lead damage and decrease in stimulation were confirmed. Device information of the shorted electrodes. Brand name - evoke cap12 percutaneous lead kit - 60cm. Model - 102878. Catalog - 3008. Lot number - 9015055877. Expiration date - 01-february-2025. Manufacture date - 02-february-2023. UDI - (B)(4).